Event description:
It was reported that the male luer of a solution administration set could not be disconnected from an unknown stopcock. The customer stated that when the nurse tried to disconnect the luer, it unscrewed but remained stuck in the stopcock. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.